Event description:
Baxter (B)(4) reported a torn pouch was found before patient use. There was no patient injury or medical intervention. The actual sample is not available for evaluation.

Manufacturer narrative:
(B)(4). The lot number is unknown at this time. The root cause is undetermined at this time because the sample was not returned for evaluation. Should additional information become available, a follow-up report will be submitted.